Event description:
On april 22, 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was reading inaccurately low. The medical affairs specialist (mas) spoke with the patient on april 24, 2006 to obtain/verify the following information: the patient has owned the reported one touch ultra meter for one month. The patient has had diabetes for 30 years. She takes novolog insulin three times a day by sliding scale and 25 units of lantus insulin each evening. In 2006 she obtained a result of 281 mg/dl on the reported meter at 6:35 pm white having no symptoms of low or high blood glucose level. She took 14 units of novolog insulin and 25 units of lantus insulin per her established regimen. At 10:00 pm she obtained a result of 107 mg/dl on the reported meter while feeling ok. She went to bed and got up to go to the bathroom at about 10:30 pm. She lost consciousness in the bathroom and fell to the floor. She remembered being partially awake ?like a dream? Around 7:30 am while still in the bathroom. She crawled to her phone and called ems. Though she was unable to speak, emt?s were dispatched. The emt?s broke a window to reach the patient since she was unable to come to the door. The emt?s tested her blood glucose with their meter, but the patient did not know the result obtained. The emt?s gave the patient 3 oral glucose tablets. Within 10 minutes she was alert and able to speak. The emt?s took her to the ER where a result of 69 mg/dl was obtained on the ER device. The patient was treated with an IV, given food to eat, and released to home at 12:00 pm. The patient tested with the reported meter at 2:20 pm; the result was 492 mg/dl. The patient resumed her usual medication regimen. While speaking with the lfs customer severice agent (csa) the patient was unable to obtain a control solution result; the meter counted down and then displayed the apply sample icon with two test attempts. The patient said the meter code was set to 27 and the test strip code was 23. The patient discontinued testing with the one touch ultra meter and resumed testing with another meter. The meter, test strips, and control solution were replaced.